Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: after 20 pumping times, the balloon burst. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.